Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found bent/worn clamps in the reported problem area of the pipetter assembly. The fse replaced all tip clamps and cleaned all plunger clamps and sleeves. The instrument was inspected, tested without further problem, and returned to service.